Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Pending lot history review.

Event description:
The event occurred on an unspecified date in may 2024 and involved a tego¿ connector where it was reported when hooking up the patient to their transplant tubing, the nurse noticed that the patient's tego cap had a small hairline crack. There was patient involvement, unknown patient harm and unknown delay in therapy. This captures 7 of 9 occurrences.

Manufacturer narrative:
The complaint of cracks on item d1005 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.